Event description:
Wheel in applicator was turned towards doctor, but device malfunctioned & sleeve wasn't seen. Just seeing coils in proximal area. Didn't see it deployed correctly, tried to move device in & out of fallopian tube. Nothing happened. Resistance noted. Was able to deploy device as suppose to-turn wheel toward doctor, press-release button, inner area inside coil was inside uterine cavity. Applicator was then able to be removed. Hysteroscope grasper was placed in to remove pieces of device from fallopian tube. Used new device successful. Took picture and saw pieces of malfunctioned coil inside uterine cavity, which was removed w/hytoscope grasper. Patient tolerated procedure well.